Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts at the proximal end of the stent that were bunched and overlapping. The stent was moved distally on the balloon. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 3.1mm in diameter, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified mid obtuse marginal branch. Pre-dilation was performed using 2.5x12 nc quantum maverick balloon catheter, leaving 85% residual stenosis in the lesion. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a 2.75x22 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on balloon. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 3.1mm in diameter, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified mid obtuse marginal branch. Pre-dilation was performed using 2.5x12 nc quantum maverick balloon catheter, leaving 85% residual stenosis in the lesion. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a 2.75x22 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on balloon.

Event description:
Reportable based on device analysis completed on 05-jun-2016. (B)(6) it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 3.1mm in diameter, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified mid obtuse marginal branch. Pre-dilation was performed using 2.5x12 nc quantum maverick balloon catheter, leaving 85% residual stenosis in the lesion. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a 2.75x22 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on balloon.